Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for compact plus system 2.

Event description:
Customer reportedly received results of 29.2 mmol/l on compact plus system 1 and 7.9 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.